Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was transplanted on (B)(6) 2014 at another hospital (not implanting center). It was suspected that the pt had hemolysis and/or pump thrombosis. The vad coordinator also reported on 07/10/2014 that the pt had been admitted into the hospital on (B)(6) 2014 due to an acute onset of shortness of breath and an increase in his pi's with speed drops. (Reference report # 2916596-2014-00459) an echo was performed on (B)(6) 2014. It was noted that the apical views were off-axis, which makes the determination of the positioning of the inflow cannula difficult. In some views, the inflow cannula appeared to be slightly misaligned towards the septum. It appeared to be a continuous flow with intermittent pulsatile flow through the inflow cannula. There was no evidence of obstruction or significant regurgitation. The left ventricle (lv) chamber size was mildly dilated. Multiple regional wall motion abnormalities were noted. Severely decreased lv systolic function, est. Lvef 25-30%. The left atrium (la) was severely dilated. The right ventricle (rv) cavity size was normal. The rv global systolic function was normal. The aortic valve opens on every beat. The forward velocities were normal with continuous flow. On (B)(6) 2014 the pump speed was decreased to 8800 rpm due to continued cell lysing. It was also reported that the pt was listed as a 1a for a heart transplant on (B)(6) 2014 due to device malfunction and remained 1a status as an inpatient until he was transplanted.

Manufacturer narrative:
The evaluation of the returned heartmate ii lvad did not reveal a device related issue. The pump was returned with the percutaneous lead (lead) cut approximately 7" from the pump housing and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned, secured to their respective pump ports. The pump was exposed to a fixative agent (e.g. Formaldehyde or gluteraldehyde) prior to being returned. The examination of the sealed inflow conduit, sealed outflow graft and pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies and the examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop and was found to function as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.